Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 330 mg/dl. Reportedly, the cause was stress and the pump not delivering enough insulin. The customer went to the emergency room (ER) where intravenous fluids and insulin was administered to address the high bg. The customer left the ER with a headache but in fair condition and a bg approximately 180 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.